Event description:
It was reported that the device experienced early battery depletion likely due to a high ventricular output. It was also reported that during the device changeout, the replacement device had sensing issues. Another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device projected to last 67% of its expected longevity. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4) the device was returned, analyzed and no anomalies were found.